Event description:
The customer alleged that the cot could not be released from the powerload system and would not push back into the ambulance. There was no patient involvement and no adverse consequences are reported.

Manufacturer narrative:
Ambulance not providing power to powerload system and customer was unaware of how to operate system manually. No repairs necessary since powerload system had no defects or malfunctions.